Manufacturer narrative:
Explant date: if explanted, give date: not applicable as there is no indication that the lens was explanted. Initial reporter phone number: (B)(6). Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed. The customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a blue suture-like object was found by the surgeon, when the intraocular lens (iol) was inserted into the eye through the cartridge. The blue object was removed using the irrigation/aspiration (I/a) and the object then disappeared. No patient injury was reported. No further information was provided.